Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06488. It was reported that the patient presented in clinic for follow up on an unknown date. Upon device interrogation, the right ventricular and atrial lead both exhibited noise oversensing. Programming changes were made. The patient presented on (B)(6) 2019 for lead revision procedure and both leads were capped and replaced. The patient was discharged post procedure.